Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope "trueview ii", 4 mm, 30°, autoclavable had the lens broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the distal plan glass and the distal lens are cracked, and the distal end is burned and shocked. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.